Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-08. H.6. Investigation summary: bd received 21 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and functional testing. All 21 samples' rubber sleeves were observed under a microscope and puncture holes were found in 3 of the samples. One of the samples was found to have a fold on the foot of the sleeve that prevented the holder from being attached. All 21 samples were subjected to sleeve function testing and all 21 samples passed as product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA)1800001. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. The following information was provided by the initial reporter: the customer stated "when the blood collection teacher used the straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally, causing a large amount of blood leakage, which caused complaints from patients and the blood collection teacher. Clinical operators strongly suspect that the batch of straight needles has quality problems."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer flashback blood collection needle had poor sleeve function. The following information was provided by the initial reporter: the customer stated "when the blood collection teacher used the straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally, causing a large amount of blood leakage, which caused complaints from patients and the blood collection teacher. Clinical operators strongly suspect that the batch of straight needles has quality problems."